Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the reported device is not possible. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guidewire became detached and was left in the patient. The csi orbital atherectomy device (oad) was advanced along the viperwire to the lesion. The proximal and mid portions of the lesion were treated with the oad using one run at low speed and two runs at medium speed. After advancing to the lower portion of the lesion, the device was difficult to remove. It was noted that the tip of the guidewire had detached and remained in the patient. The procedure was completed with balloon angioplasty, and the patient was stable.